Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp0013 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that a little extravasation was seen after puncture, with slight tenderness. The patient with sigmoid colon cancer had a PICC placed under ultrasound from the left basilic vein on (B)(6) 2020. The puncture process went smoothly. On (B)(6) the dressing was changed. Redness and extravasation were seen at puncture site, with slight tenderness. Replaced with alginate dressing.